Manufacturer narrative:
Medwatch sent to FDA on: 31/may/07. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Reported as "disconnection of tubulure from the chamber and intra-abdominal migration."